Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable defib lead (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible fracture. Oversensing was also noted. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.